Event description:
It was reported that a patient received a discrepant result when tested with coaguchek xs meter serial number (B)(4). At 3:18 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 6.1 inr. At 5:16 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is once per week.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. Occupation is patient/consumer.

Manufacturer narrative:
No product was returned for investigation, so further investigation was not possible. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."